Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and there is low assembly at the joint of the tubing into the drip chamber. Pressure and clear passage under water testing were performed and a leak was observed between the assembly of the tubing and drip chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name, address, phone number: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set leaked between the drip chamber and tubing connection. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.